Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 13nov2019. The manufacturer's international service technician tried to calibrate the screen but could not detect first touch point. The reported issue of touch screen failure was confirmed. The touch screen was replaced. The reported issue was resolved and the ventilator is back in service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019.

Event description:
Touchscreen failure. There was no patient involvement.